Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had issue with battery as it was not switching to battery mode. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge filed service engineer (fse) verified battery not charging and not switching to battery mode. Found battery power cable from power supply to be loose. Re-seated battery cable, verified that battery was being charged and was switching to battery mode. Ran and passed all performance and function tests.